Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm and escape button was harder to push. Customer's blood glucose level was unknown. Customer reported that the insulin pump false unexplained no delivery alarms. The insulin pump will not be returned for analysis.